Event description:
In 2008, the peritoneal dialysis (pd) nurse notified the baxter clinical educator (ce) of an increased intra-peritoneal volume (iipv). The nurse advised that on the evening of four days earlier, the home patient (hp) had been sent back to the nursing home from the hospital with a full fill of peritoneal dialysis fluid in her peritoneum (the nurse believes this was somewhere between 2500 millimeters (ml) and 3000 (ml). The nurse/staff performing pd therapy on the hp were not aware that the patient was full (patient is usually empty at the end of therapy) and because they typically bypass the initial drain cycle, they bypassed and put the patient directly in fill 1. In dwell 1 of that therapy session, the nurse/staff noticed that the spike was not completely in the port of the supply bag. She contacted technical services for assistance ending therapy. The setup was discarded and the nurse/staff started therapy over with new supplies. Again in the second therapy, the initial drain was bypassed. At approximately 1500 ml's into fill 1, the hp started experiencing respiratory distress. Therapy was stopped and the nurse called 911. The hp was rushed to the hospital where she was admitted and remained from the same day until being released on the following month. At the hospital, the patient was drained to empty and the total drain volume reported was 7100 ml's. The normal fill volume for this patient is 2900 ml's, per the pd nurse. Because of these events, the pd nurse contacted baxter's clinical educator (ce) and requested she come out to the site to retrain the nursing home staff on pd therapy. The ce went to the patient's nursing facility sometime between the same day and four days later, and retrained the staff on proper procedures.

Manufacturer narrative:
At this time, sample availability is unk. If the device becomes available, a follow up report will be submitted upon completion of evaluation results.